Event description:
It was reported to boston scientific corp that a captivator oval snare standard was used during a polypectomy procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the wire located at the base of the handle broke into two parts. No device fragments detached into pt. The procedure was completed with another captivator oval snare standard. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been rec'd from analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).